Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the titanium adapter during an unknown process step. One week later, the patient presented to the unit with severe abdominal pain and was subsequently diagnosed with peritonitis. The cause of the disconnection was unknown. The titanium adapter and the non- baxter pd catheter were not changed. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics for the event. At the time of this report, the patient outcome was not reported. Action with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Date received by MFR: the initial MDR g3 date was inadvertently submitted as august 02, 2022; however, the correct date is august 04, 2022. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.